Event description:
It was reported that the device failed operation test with error codes. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a replacement of the therapy pca(printed circuit assembly) was suggested. Also the customer was informed that the device has reached end of life, the supporting letter was sent. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, the replacement for which was suggested. The device remains at the customer site and no further evaluation is warranted at this time.